Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the attempt to implant, the right atrial (ra) lead exhibited failure to capture and high pacing impedance. The lead was replaced. Patient was in stable condition.